Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. Technical services provided troubleshooting recommendations to exclude lead impairment. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).